Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using an insulin pump integrated with a dexcom g7 sensor that had reportedly read higher than contemporaneous fingerstick values for approximately one month, and the user believed the sensor was approximately 60 mg/dl higher than actual during the event; ems was called, the user was transported to the hospital, and the user was not admitted. Symptoms included hypoglycemia. Outcomes included emergency medical attention and temporary interference with routine activities. Investigation included review of available use history, confirmation that ilet logs from the event date were not synced, and completion of troubleshooting and education with the user; the user later reconnected the ilet. Investigation of this case revealed cause was unclear, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.